Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 180 events were reported for this quarter. Product return status: 23 devices were received. 84 devices were evaluated in the field. 1 device was not available for evaluation. 72 device investigation types have not yet been determined. Event confirmation status: 107 reported events were confirmed. Evaluation results: 107 devices were found to be affected by missing paint chips. 180 devices were not labeled for single-use. 180 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 180 </noe> malfunction events in which the device had paint chips missing. 174 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Event description:
This report summarizes 181 malfunction events in which the device had paint chips missing. 181 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 181 previously reported events are included in this follow-up record. Product return status 35 devices were received. 142 devices were evaluated in the field. 4 devices were not available for evaluation. Event confirmation status 177 reported events were confirmed. Evaluation results 177 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 181 </noe> malfunction events in which the device had paint chips missing. 180 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale corrected data: b5, h10 180 events were previously reported during the reporting quarter; however: - 181 events should have been reported; 1 event was inadvertently excluded. 181 reported events are included in this follow-up record. Product return status 91 devices were received. 84 devices were evaluated in the field. 1 device was not available for evaluation. 5 device investigation types have not yet been determined. Event confirmation status 175 reported events were confirmed. Evaluation results 175 devices were found to be affected by missing paint chips.